Manufacturer narrative:
(B)(4). Dropping or ejected clip the analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed one conforming clip and ejected the remaining eleven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The facility reported to baxter that an intermate sv 200 device was found to have a crack at the luer lock, following an infusion on a female patient. Therefore, the sterile fluid pathway was breached. This condition was noticed by the patient as she went to disconnect the device following an infusion of 1gram of ceftriaxone in 100ml of normal saline. The patient reported she received the full infusion without any problems and no leaking was observed. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
It was reported that during an unknown procedure, the clip applier was initially primed and successfully used once. When applied to a vessel, subsequent further clips misfired. Primed clips would fall out. Did not clear itself. Clip would not approximate together. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.